Event description:
It was reported that the patient was experiencing pain. Fluoroscopy appears that the lead may have perforated. The lead was repositioned with no consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.